Event description:
It was reported that difficulties advancing a stent and stent damage occurred. A percutaneous coronary intervention (pci) was performed on a severely tortuous and severely calcified target lesion. The target lesion was predilated with a balloon device. A 16 x 4.00 promus premier select stent was then advanced to the target lesion, but difficulties passing the stenosis occurred. It was noted that resistance occurred during advancement. The device was removed from the patient, and it was noticed that the stent struts were bent. The procedure was successfully completed with a shorter version (8mm) of the same stent delivery system. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 16 x 4.00mm promus premier select stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure were noted and the wings were folded. Crimp markings are visible on the exposed balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that difficulties advancing a stent and stent damage occurred. A percutaneous coronary intervention (pci) was performed on a severely tortuous and severely calcified target lesion. The target lesion was predilated with a balloon device. A 16 x 4.00 promus premier select stent was then advanced to the target lesion, but difficulties passing the stenosis occurred. It was noted that resistance occurred during advancement. The device was removed from the patient, and it was noticed that the stent struts were bent. The procedure was successfully completed with a shorter version (8mm) of the same stent delivery system. No patient complications resulted in relation to this event.